Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that metal fragments came off of two blades and went into the surgical site. The pieces potentially remained in the patient.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: metal fragments probable root cause: friction due to cutter assembly and housing assembly interaction poor suction excessive force applied by the user shaver blade comes in contact with a metal object (i.e. Scope) reused shaver blade components do not fit properly shaver blade deflects easily forcing the housing assembly to contact the cutter assembly inadequate design stackup spring with spring constant too high improper cleaning process settings used above the recommended limits incorrect rfid tag incorrect diamond grit size/ type. Inadequate coating process. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that metal fragments came off of two blades and went into the surgical site. The pieces potentially remained in the patient.